Event description:
A 26 mm diameter x 15 mm diameter x 13.5 cm length anneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm in 1999. Aneurysm and vessel morphology are unknown. It was reported that the pt developed proximal and distal type I endoleaks. In 01/2004 the pt was brought in for treatment of their endoleaks. The proximal endoleak was treated with another MFR's stent and a palmaz stent was also placed across the renal arteries. The distal endoleaks were treated with two aneurx iliac extension cuffs. It was also reported that the pt had issues with claudication and it is unknown if that was related to the duration of the procedure. A week later the pt had a myocardial infarction, renal failure and expired.